Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The 99% stenosed lesion was located at a bifurcation in the calcified and tortuous proximal left anterior descending artery (lad). Ivus was used. The physician attempted to predilate but was unable to cross the lesion. Balloon angioplasty was successful with a 2.25mm balloon. A taxus express2 2.5x20mm drug eluting stent was advanced but was unable to cross the lesion. A 2.25mm balloon was advanced to the lesion and inflated to 18 atm's and then the taxus express2 stent was able to cross the lesion and was deployed at 10 atm's. Ivus was not performed post stent implant. A 25% residual stenosis remained, however timi 3 flow was confirmed by angiography and the procedure was complete. Plavix and aspirin were prescribed. Two days later, while still hospitalized, the patient began to experience chest pain. Angiography found stent thrombosis in the taxus express2 stent in the proximal lad. The thrombus was removed with thrombosis aspiration. The patient recovered and the procedure was complete. No further complications occurred. It was noted by the physician that due to the size and location of the vessel near the 2nd diagonal, the taxus express2 stent was inflated with low pressure in order to prevent "stent jail". In the opinion of the physician, the thrombosis was not related to the device but the fact that the stent was not fully inflated.

Manufacturer narrative:
As the unit has not been returned, a technical analysis is unable to be performed. As the batch number is unknown, a device history review is unable to be performed. The most probable root cause is anticipated procedural complication as the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.